Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in united states. It was reported that patient faced infusions set leakage at site event on 26-feb-2024. Patient previously replaced non-serialized product. No further information available